Event description:
It was reported that battery capacity have excessively depleted since the last device check in january 2014. Monitoring the device until it reaches eri or device change-out now were recommended.

Manufacturer narrative:
.